Event description:
It was reported patient death occurred. The patient presented with coronary artery disease (cad). A 4.00 x 32mm synergy xd drug-eluting stent was selected for percutaneous coronary intervention (pci) of the left main (lm) coronary artery. During the procedure, the operator experienced difficulty positioning the stent to achieve adequate overlap with the distal stent. The balloon was initially inflated without issue, and the stent was successfully deployed on the second inflation. After deployment, the balloon was deflated, repositioned slightly distally, and reinflated; however, it subsequently failed to fully deflate. The partially inflated balloon became lodged in the left main artery and could not be withdrawn. Multiple retrieval and snaring attempts were made over approximately two hours but were unsuccessful. During these efforts, the balloon detached and the catheter was removed, while the balloon segment remained inside the patient. The patient became hemodynamically unstable and ultimately passed away. In the opinion of the physician, the synergy xd stent contribute to patient's death. The official cause of death was cardiac arrest secondary to stent balloon avulsion and myocardial infarction. A portion of the device remains in the deceased patient.

Manufacturer narrative:
B5: describe event or problem updated. H6: impact codes and device code updated.

Event description:
It was reported patient death occurred. The patient presented with coronary artery disease (cad). A 4.00 x 32mm synergy xd drug-eluting stent was selected for percutaneous coronary intervention (pci) of the left main (lm) coronary artery. During the procedure, the operator experienced difficulty positioning the stent to achieve adequate overlap with the distal stent. The balloon was initially inflated without issue, and the stent was successfully deployed on the second inflation. After deployment, the balloon was deflated, repositioned slightly distally, and reinflated; however, it subsequently failed to fully deflate. The partially inflated balloon became lodged in the left main artery and could not be withdrawn. Multiple retrieval and snaring attempts were made over approximately two hours but were unsuccessful. During these efforts, the balloon detached and the catheter was removed, while the balloon segment remained inside the patient. The patient became hemodynamically unstable and ultimately passed away. In the opinion of the physician, the synergy xd stent contribute to patient's death. The official cause of death was cardiac arrest secondary to stent-balloon avulsion and myocardial infarction. A portion of the device remains in the deceased patient. It was further reported that the first stent was successfully deployed in the mid left anterior descending (lad). During attempts to position the second stent across the lm and proximal lad, significant difficulty was encountered, requiring repeated adjustments to achieve proper alignment. After the stent was deployed, the balloon was deflated and then advanced slightly distally to cover the overlap zone. The balloon was reinflated; however, after this second inflation, it only partially deflated. Review of the angiograms revealed the presence of an air bubble within the balloon. The physician noted that fluoroscopy was used to confirm deflation before withdrawal, but the air bubble may have created the false impression that the balloon had fully deflated. As the balloon was retracted into the guide catheter, it advanced only halfway. A gentle pull was applied, at which point the shaft separated, leaving the balloon lodged and unable to be retrieved.

Event description:
It was reported patient death occurred. The patient presented with coronary artery disease (cad). A 4.00 x 32 mm synergy xd drug-eluting stent was selected for percutaneous coronary intervention (pci) of the left main (lm) coronary artery. During the procedure, the operator experienced difficulty positioning the stent to achieve adequate overlap with the distal stent. The balloon was initially inflated without issue, and the stent was successfully deployed on the second inflation. After deployment, the balloon was deflated, repositioned slightly distally, and reinflated; however, it subsequently failed to fully deflate. The partially inflated balloon became lodged in the left main artery and could not be withdrawn. Multiple retrieval and snaring attempts were made over approximately two hours but were unsuccessful. During these efforts, the balloon detached and the catheter was removed, while the balloon segment remained inside the patient. The patient became hemodynamically unstable and ultimately passed away. In the opinion of the physician, the synergy xd stent contribute to patient death. The official cause of death was cardiac arrest secondary to stent balloon avulsion and myocardial infarction. A portion of the device remains in the deceased patient. It was further reported that the first stent was successfully deployed in the mid left anterior descending (lad). During attempts to position the second stent across the lm and proximal lad, significant difficulty was encountered, requiring repeated adjustments to achieve proper alignment. After the stent was deployed, the balloon was deflated and then advanced slightly distally to cover the overlap zone. The balloon was reinflated; however, after this second inflation, it only partially deflated. Review of the angiograms revealed the presence of an air bubble within the balloon. The physician noted that fluoroscopy was used to confirm deflation before withdrawal, but the air bubble may have created the false impression that the balloon had fully deflated. As the balloon was retracted into the guide catheter, it advanced only halfway. A gentle pull was applied, at which point the shaft separated, leaving the balloon lodged and unable to be retrieved.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device analysis findings: a section of synergy xd mr ous 4.00 x 32 mm, batch 35570505 was returned for analysis. A visual and tactile examination of the distal extrusion identified a break in the extrusion, at the site of the guidewire exit port (approximately 121 cm distal from the strain relief). The distal section of the break, including the inner and outer lumens, balloon and tip section was not returned with the device. It is noted that the event reported that a portion of the device remains in the deceased patient. A microscopic examination of the break site, in the distal extrusion, identified stretching in the extrusion. Further analysis identified multiple kinks along the hypotube. Media review and analysis: procedural media was provided to bsc for review. Media review by a bsc medical safety director observed and highlighted a number of factors which would suggest that the device was not prepped or used in accordance with the product's instructions for use (IFU). An air bubble was evident in the balloon, indicating inadequate preparation. The review also found evidence that the balloon was not fully deflated prior to withdrawal, contrary to IFU recommendations. This likely resulted in in distal displacement of air/contrast, catheter obstruction, and increased resistance during retrieval, which likely resulted in the shaft break. The review also noted that the user failed to remove the system as a single unit, as recommended by the IFU when resistance is encountered, which may have contributed to the complication. Persistent untreated lad disease and possibly dissection, combined with mechanical obstruction, likely contributed to loss of coronary flow and hemodynamic deterioration. However, the review also acknowledged that the media did not capture the entire events and given the incomplete documentation, these conclusions represent the best interpretation of the available angiographic data and do not allow for definitive reconstruction of all procedural steps. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is evidence that the device was used in a manner inconsistent with the labelled instructions. Upon medical safety review, the presence of a visible air bubble indicates inadequate balloon preparation prior to insertion. Imaging also suggests the balloon may have been withdrawn while not fully deflated. It is noted that the user is instructed with the following instructions in the product's IFU: attach inflation device/syringe to stopcock; attach to inflation port. Do not bend the hypotube when connecting to inflation device/syringe. With tip down, orient stent system vertically. Open stopcock to stent system; pull negative pressure for 15 seconds; release to neutral for contrast fill. Close stopcock to stent system; purge inflation device/syringe of all air. Allow adequate time, at least 30 seconds, for balloon deflation. Before withdrawing the stent delivery system visually confirm complete balloon deflation using fluoroscopy. Investigation conclusion: this product investigation is assigned the most probable cause classification of failure to follow instructions. This was selected as the most probable complaint cause based on the information available and the review of the media provided. The events of myocardial infarction and death are listed in the product's IFU as known adverse events associated with device use.